Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise with oversensing. The noise was noted on the ventricular electrogram (egm) with ventricular fibrillation (vf) markers during pocket closure. The physician concluded that the bubbles in the header were responsible of the noise. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.